Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 28 mm amplatzer amulet left atrial appendage occluder was successfully implanted. 30 minutes after implant, the device was found to have embolized into the left ventricle with no symptoms. The patient sent to surgery where the device was successfully removed. The physician believes the cause of this event was due to the device not being aligned well during implant. The patient is stable and is recovering.